Event description:
246 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.75, 95% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placemenmt of a taxus express2 8.8% 2.75x28mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 75% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placemnt of a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. The physician also implanted a guidant vision stent in the right posterior descending artery and the 3rd obtuse marginal. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. 246 days after the initial procedure the pt required tvr. The physician successfully implanted a taxus express2 stent ian the distal left anterior descending artery. In the opinion of the physician the relationshiop of the tvr to the taxus stent is unk and there was no restenosis.